Event description:
As per e-mail receivd from the affiliate: the pt was admitted to the hospital for treatment of two denovo lesions. The first lesion was in the obtuse marginal, type c lesion, which was successfully treated using a cypher stent. The second lesion was in the distal circumflex, type a lesion. This lesion was also treated useing a cypher stent. The lesion was pre-dilated at 6 atm for 60 seconds. The stent was deployed at 6 atm for 90 seconds with satisfactory results. Post-dilation was conducted at 8 atm for 60 seconds. Ivus was not conducted. Timi flow pre and post-procedure was I and iii. The residual percent of stenosis post-procedure was 50%. There was another lesion distal to the implanted cypher that was not treated due to narrow vessel diameter (2mm).